Manufacturer narrative:
Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices. In addition, laboratory analysis determined that this device experienced normal battery depletion, but declared elective replacement indicator (eri) earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the eri declaration point to ensure a minimum of 3 months battery life between eri and eol. This device assessment of operating current, battery charge state, and revision of the eri declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific crm received information that this pacemaker was explanted due to battery status at elective replacement time (ert). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.